Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Voluntary mw number (B)(4) was received 13mar2025. Voluntary mw number (B)(4) was received 13mar2025. Manufacturer's investigation conclusion: the reported event of low battery advisory alarms was confirmed via the submitted log file. Throughout the log file, several intermittent low battery advisory alarms activated due to the relative state of charge (rsoc) on the black power cable fluctuating above and below the low battery advisory threshold. The amount of time the batteries were in use before the alarms activated was unable to be determined as the onset of the low voltage advisory alarms was not captured in the log file. The alarms resolved when the system controller was connected to a set of fully charged batteries. The low battery advisory alarm did not impact the controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. The provided information indicated the 14v li-ion batteries and battery clips were exchanged for a routine equipment replacement; to this date, no product has been returned. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate ii system controller not being reported. The heartmate ii instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to interpret and troubleshoot low battery power alarms. The heartmate ii instruction for use, section 8, entitled ¿equipment storage and care¿, gives instruction on how to clean the 14v li-ion batteries and battery clips. The heartmate ii instruction for use, section 3, entitled ¿powering the system¿, provides instruction on when and how to calibrate the batteries. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having alarms, and the system controller was showing the yellow diamond however, both the patients batteries were connected and fully charged. The clinic verified that the patient had the correct batteries and noted that they were from 2022. Log files were submitted for review and captured multiple strings of low battery advisories on (B)(6) 2024 from 8:49 pm to 9:30 pm possibly due to depleted batteries-in-use. The patient was assigned new batteries and new clips due to routine equipment replacement. The patient would be monitored for reoccurrence of the low voltage advisories/alarms. The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.